Manufacturer narrative:
Additional manufacturer narrative - the reported device will not be returned as it remains implanted. Attempts to obtain additional information were unsuccessful. Without receipt of device or additional information the reported re-operation cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm valve was disabled after an implant duration of eight (8) years, nine (9) months, five (5) days for unknown reason. A 26mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned as it remains implanted. Without return of the device the reported clinical observation cannot be confirmed.

Event description:
Additional information received indicates valve was re-operated due to stenosis after an implant duration of eight (8) years, nine (9) months. The patient presented with symptoms consistent with heart failure. A 26mm transcatheter was implanted in the aortic position using a valve-in-valve procedure. The patient was discharged on postoperative day three (3).